Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms could not be confirmed through this evaluation because no log files from the time of the reported event are available for review. A specific cause for the low flow condition could not be determined. Moreover, a direct correlation between the device and the reported events leading up to the patient¿s outcome could not be determined through this evaluation. The heartmate 3 lvas IFU lists infection, sepsis, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Correction: the patient was dnr status. The patient's death was no therapy or device related. An autopsy was not performed and the device was not explanted.

Manufacturer narrative:
Approximate age of device- 2 months, 7 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. Patient was never discharged from original implant date. It was reported that the patient had low flows less than 1 lpm and was unresponsive. The blood pressure was not detectable via doppler. Ldh was 5.8 and white blood count was 16.7. The patient had metabolic acidosis, hyponatremia, and hypokalemia. The patient expired on (B)(6) 2019 due to sepsis which was believed to be from urinary tract infection. An autopsy will not be performed. The pump was working as expected and there were no device related issues.